Event description:
It was reported that the customer encountered a cgm error. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance from technical support, who provided information on resetting the pump. After performing the pump reset, the error did not appear again, and the customer successfully initiated their sensor session.